Event description:
This is a manufacturer's follow up report to the user facility report referenced above, received by itc on (B)(4) 2011. Following notification of j201 recall, customer notified FDA to report that patient may have been adversely affected.

Manufacturer narrative:
(B)(4) (cuvette lot# m0jpt097). Actual device not evaluated. Manufacturer notified FDA on or about (B)(4), 2011 of hemochron jr pt j201 voluntary recall. Cuvette lots recalled (z-2953-2011) due to higher than specified bias. Corrective action (CAPA (B)(4)) implemented. Itc has requested all data required for form 3500a.